Event description:
It was reported that the patient had an inflatable penile prosthesis device pump was removed and replaced due the pump being difficult to squeeze and cycle. Before the pump replacement the physician was able to squeeze and cycle the system, however, the patient insisted on a new pump. The physician was able to have the pump sit more dependently in the scrotum for easier use. There were no patient complications during and after the procedure.